Event description:
It was reported that the customer received button error and failed battery test alarms on the insulin pump, after possible exposure to sweat. The customer's blood glucose level was 10.1 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. It was also stated that the customer's blood glucose had increased to 29.1 mmol/l on the night of (B)(6) 2014, for which the customer treated and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to verify failed battery test alarm due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.